Event description:
MFR received a report that an end user in a nursing home caught his finger between the stop and the frame of a htr5500 recliner, while moving the chair into the upright position. As a result of this incident, the tip of the end user's ring finger was severed.